Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the upper jaw deformed and partially broken. All pieces were returned for evaluation. Additionally, some foreign matter was found attached to the damaged jaw. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the expressew iii ac+ gun would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to an improper handling of the device or procedural variables, such as excessive force applied during usage which could overload the device material and/or lead breakage. Furthermore, for the foreign matter observed, the potential cause can be traced to improper maintenance or cleaning procedure. As per the instructions for use, the next precautions are indicated: 1) inspect the suture passer prior to use to ensure proper mechanical function. Visually inspect the instrument and check for damage and wear, where jaws and teeth are aligned properly, the locking mechanisms fasten securely and close easily, and long, thin instruments are free of bending and distortion; 2) do not use on bone or similar hard tissue; 3) clean instruments as soon as possible after use; and 4) if cleaning must be delayed, wet the instruments in a compatible liquid solution to prevent drying and encrustation of surgical soil. Properly handling and attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an unspecified surgical procedure, the expressew iii ac+ gun device top jaw was bent. The case was completed by using another auto capture gun. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue. All available information has been disclosed. No further information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11. Additional narrative: d9, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.